Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation.it was reported there is no markings on the syringe. As a sample was not returned, a thorough sample evaluation could not be completed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 302995, lot 3235306. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3235306 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had a scale marking issue/scale marking missing. The following information was provided by the initial reporter: "bedside rn was attempting to draw up medication from a vial to mix in a minibag when noticed there were no markings on the syringe. Reported to writer and noticed other with the same issue, but not all. When looking 5 syringes attached by packaging still it was only this lot with ¿22¿ at the end affected. On inspection the ones ending with 25 also have smudged markings that are difficult to read." Was there patient injury? No. Was medical intervention required? No. Was intubation necessary? No. How long was product in use when the problem occurred? Issue identified at beginning of use. Unable to use these syringes with no markings. How was it detected? On inspection of the syringe at time of medication mixing.